Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena in 2008. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), bacterial disease carrier ("mrsa carrier"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological condition/problem"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety") and abdominal rigidity ("abdominal spasm") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (she had undergone essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, hypersensitivity, bacterial disease carrier, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, vaginal haemorrhage, anxiety and abdominal rigidity outcome was unknown. The reporter considered abdominal pain, abdominal rigidity, anxiety, back pain, bacterial disease carrier, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, autoimmune, psychological injury, bladder/urinary problems. Date of insertion: (B)(6) 2012 (per pif). Removal details pending. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a separate portion of coil present within the right fallopian tube.'), device expulsion ('a portion of presumed essure coil is located within the right cornu of the uterine fundus') and pelvic pain ('pelvic pain/ chronic') in an adult female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding in 2008 and multiparous. Previously administered products included for an unreported indication: mirena in 2008. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), bacterial disease carrier ("mrsa carrier"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological condition/problem"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety") and abdominal rigidity ("abdominal spasm") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy abdominal, laparoscopy with salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, hypersensitivity, bacterial disease carrier, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, vaginal haemorrhage, anxiety and abdominal rigidity outcome was unknown. The reporter considered abdominal pain, abdominal rigidity, anxiety, back pain, bacterial disease carrier, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, autoimmune, psychological injury, bladder/urinary problems. Discrepancy noted for date of insertion:(B)(6)2012 previously reported date of insertion (B)(6) 2013 and now reporting date of confirmation test(hsg) as (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occlusion of the fallopian tubes post essure wire placement.. Pathology test - on (B)(6) 2020: diagnosis: uterus, cervix, and bilateral fallopian tubes, total laparoscopic hysterectomy and salpingectomy: cervix: benign squamocolumnar mucosa with nabothian cysts endometrium proliferative endometrium myometrium: leiomyomata with degenerative changes and associated dystrophic calcification uterine serosa no histopathologic abnormality right fallopian tube: fimbriated fallopian tube with no histopathologic abnormality; metallic coil consistent with essure coil (gross examination only) left fallopian tube: fimbriated fallopian tube with no histopathologic abnormality; metallic coil consistent with essure coil (gross examination only) clinical history: dub procedure: tlh, cysto specimen submitted: uterus, cervix, bilateral fallopian tubes gross description: a portion of presumed essure coil is located within the right cornu of the uterine fundus, and a separate portion of coil present within the right fallopian lube. An intact essure coil is present in the left fallopian tube. Neither coils extends into the endometrial cavity.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, device breakage. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received. Reporter information, lot number, removal details, lab data added. Events: a portion of presumed essure coil is located within the right cornu of the uterine fundus, a separate portion of coil present within the right fallopian tube added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a separate portion of coil present within the right fallopian tube.'), device expulsion ('a portion of presumed essure coil is located within the right cornu of the uterine fundus') and pelvic pain ('pelvic pain/ chronic') in an adult female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding in 2008 and multiparous. Previously administered products included for an unreported indication: mirena in 2008. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), bacterial disease carrier ("mrsa carrier"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological condition/problem"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety") and abdominal rigidity ("abdominal spasm") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy abdominal, laparoscopy with salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, hypersensitivity, bacterial disease carrier, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, vaginal haemorrhage, anxiety and abdominal rigidity outcome was unknown. The reporter considered abdominal pain, abdominal rigidity, anxiety, back pain, bacterial disease carrier, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, autoimmune, psychological injury, bladder/urinary problems. Discrepancy noted for date of insertion:(B)(6) 2012 previously reported date of insertion (B)(6) 2013 and now reporting date of confirmation test(hsg) as (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occlusion of the fallopian tubes post essure wire placement.. Pathology test - on (B)(6) 2020: diagnosis: uterus, cervix, and bilateral fallopian tubes, total laparoscopic hysterectomy and salpingectomy: cervix: benign squamocolumnar mucosa with nabothian cysts endometrium proliferative endometrium myometrium: leiomyomata with degenerative changes and associated dystrophic calcification uterine serosa no histopathologic abnormality right fallopian tube: fimbriated fallopian tube with no histopathologic abnormality; metallic coil consistent with essure coil (gross examination only) left fallopian tube: fimbriated fallopian tube with no histopathologic abnormality; metallic coil consistent with essure coil (gross examination only) clinical history: dub procedure: tlh, cysto specimen submitted: uterus, cervix, bilateral fallopian tubes gross description: a portion of presumed essure coil is located within the right cornu of the uterine fundus, and a separate portion of coil present within the right fallopian lube. An intact essure coil is present in the left fallopian tube. Neither coils extends into the endometrial cavity.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, device breakage. Lot number: a34125 manufacturing date: 2012/07 expiration date: 2015/07 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena in 2008. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), bacterial disease carrier ("mrsa carrier"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological condition/problem"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety") and abdominal rigidity ("abdominal spasm") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (she had undergone essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, hypersensitivity, bacterial disease carrier, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, vaginal haemorrhage, anxiety and abdominal rigidity outcome was unknown. The reporter considered abdominal pain, abdominal rigidity, anxiety, back pain, bacterial disease carrier, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, autoimmune, psychological injury, bladder/urinary problems. Date of insertion: (B)(6) 2012 (per pif). Removal details pending. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.